Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodged outside the body. The 90% stenosed lesion was located in a moderately calcified and mildly tortuous distal right posterior descending artery. The lesion was predilated with an unknown balloon. As the 2.50x8mm taxus liberte' drug eluting stent was introduced the pt "fibrillated." The physician quickly removed the device and when the shaft of the catheter was wiped down it was noted that the stent was no longer secure on the balloon. The stent was dislodged and lost outside of the pt. The procedure was completed with another taxus liberte' drug eluting stent. No pt injuries or complications occurred. The pt status is satisfactory.